Event description:
Device 1 of 2. Reference MFR report #: 1627487-2014-23572. The pt reported she experienced severe heating while recharging her ipg. A replacement charging system was sent to the pt. Follow-up info revealed the pt received the replacement device and had not experienced any heating with the new charging system. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pt's related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.